Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device light source was not working. This issue found during set up in room, before patient in room. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main lamp does not ignite and spare lamp is working, dust inside the equipment. A definitive root cause could not be identified. Based on the results of the investigation, the main lamp does not ignite and spare lamp is working malfunction was caused by defective power supply unit and additionally the dust inside the equipment cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.